Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) contacted the customer over-the-phone to address the reported event. Fse performed troubleshooting and determined the flow factor needed to be adjusted by 0.02 ml/min. The flow rate was 0.6 ml/min before adjustment and .60ml/min after adjustment. The customer stated that the calibrators and quality controls (qc) ran without errors. The unit was operating to as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jul-2017 through aware date 05-aug-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. The 704 sample not found. Indicates the sample could not be detected. The countermeasure states to "start assay after setting samples" the most probable cause of the reported event was the flow rate needed to be adjusted.

Event description:
A customer reported getting 704 sample not found error messages on the g8 instrument. The customer reported that the error was occurring while trying to run a second calibration. Technical support instructed the customer to try running in a different rack. The customer stated that the needle goes into the sample but the error reoccurs. The customer then checked the sensor and reported that the second cup hits the sensor as the first cup did. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.